Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot: m160520 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number: 191-000 / lot: m160520 and test base part number: 190-430 / lot: m160520. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot: m160520 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency. Reference MFR numbers: 1221359-2021-03690, 1221359-2021-03691, 1221359-2021-03692, 1221359-2021-03693, 1221359-2021-03694.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR number: 1221359-2021-03689, 1221359-2021-03690, 1221359-2021-03691, 1221359-2021-03692, 1221359-2021-03693, 1221359-2021-03694.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on various dates. This MFR. Report addresses patient 1 of 6. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal swab. Repeat testing was performed on (B)(6) 2021 with nasopharyngeal swab. Confirmation testing oropharynx swabs with pcr generated negative results. The customer reported the patient experienced delay in surgery due to the test results. No additional patient information was provided.